Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the femoral artery. The 3.0x28mm, complete total occlusion (cto) lesion was located in the non-tortuous and non-calcified right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was pre-dilated with a 2.0x15mm maverick balloon resulting in 85% stenosis. The 3.0x28mm liberte stent was advanced; however, was unable to cross the lesion with multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient status is stable, however returned device analysis revealed the stent damage.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in the eighth, ninth and tenth rows from the proximal end of the stent. There was distal tip damage. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).